Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. However, the medical records were reviewed by a clinical representative who confirmed the reported endoleak type iii. Based upon the investigational findings, the cause of the reported event could not be determined based upon available information yet type ii endoleaks are not device related. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 6 weeks post-implant of a bifurcated device, and a suprarenal aortic extension a type ii endoleak was revealed on a follow up computed tomography scan. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.